Event description:
It was reported that there was a pump alarm. It was initially reported that the patient thought they may have heard an alarm from the pump on (B)(6) 2012, however was unsure at the time and no other info was reported. It was later reported on (B)(6) 2012 that the patient was "non-compliant" and had missed refill appointment, which was - the cause of the event. The patient's pump was refilled and the patient outcome was reported as a non-serious injury/illness. The medication in the pump was compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n138480, implanted: (B)(6) 2008, product type: accessory. (B)(4).